Event description:
The patient didn't feel stimulation in her leg. The patient experienced a brief jolt when she twisted a certain way. Otherwise, she felt no stimulation sensation. There was no incident or accident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.